Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became cracked, initially functioned, and then stopped working, prompting a transition to manual insulin and shipment of a replacement device. Symptoms included no reported changes in blood glucose and no injury. Outcomes included continued diabetes management without hospitalization or medical intervention. Investigation included collection of device history and return logistics with instructions to sync data to the mobile app and power down the unit prior to return and inspection of the returned device. Investigation of this device revealed physical damage to the display component that rendered the device unusable for normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user handling or accidental damage unrelated to device manufacturing or design.